Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by the patient that there is soreness around the device area and the patient is experiencing a "jerkiness or pounding sensation" during certain movements, particularly during the first few minutes of laying down. The patient also reported the device has migrated about an inch. The patient was encouraged to work with the physician and the device remains in use. No further patient complications have been reported as a result of this event.